Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer had possible situation with the beginning of diabetic ketoacidosis. Customer¿s blood glucose was more than 250 ng/dl. Customer stated that they had diabetic ketoacidosis due to bent cannula and customer was not receiving insulin. Customer was treated with syringe and gave a manual injection. Insulin pump will not be returned for analysis. Unomed inf set, frn-unk-rsvr.